Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the right cylinder was broken and had eroded into the corpora. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the right cylinder was broken and had eroded into the corpora. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.

Manufacturer narrative:
Model number/catalog number 72404155. Serial number (B)(4). Batch/lot number 560403002. Gtin 878953003207. Model/catalog description reservoir 65 ml pc/iz. Expiration date 08/21/2010. Manufacturer date 09/02/2008.